Manufacturer narrative:
One intact 8f x 18 cm hemo-cath was received for evaluation. A functional examination of the device reveals a pinhole in the venous extension tubing 3 mm below the over mold. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specifications. We are unable to determine the cause or factors which may have contributed to this event.

Event description:
The reporter states that the dilator (extension tube) has a hole at the blue connector level. There was no patient involvement, occurred before use.